Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.na.

Event description:
It was reported that the procedure was to treat the proximal left anterior descending (lad) coronary artery with mild calcification and moderate tortuosity. The 3.0x15 mm trek balloon dilatation catheter was inflated and ruptured on the first inflation. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The product was not returned to abbott vascular for analysis. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the mildly calcified and moderately tortuous anatomy such that the balloon became damaged and subsequently ruptured during inflation. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the proximal left anterior descending (lad) coronary artery with mild calcification and moderate tortuosity. The 3.0x15 mm trek balloon dilatation catheter was inflated and ruptured on the first inflation. There were no adverse patient effects and there was no clinically significant delay in the procedure. Subsequent to the initially filed report, it was stated that the trek balloon was inflated to 6 atmospheres prior to rupture and a non-abbott balloon was used to complete the procedure. No additional information was provided.